Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station stuck on windows update screen. The field service engineer (fse) replaced the solid-state drive (ssd) with a new pas es 1.8.0-imaged drive and completed staging of the station per the checklist. The unit was successfully synced with the es server. The removed ssd was surrendered to technician. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station ane-epor4 got stuck at windows update screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.